Event description:
The user is reporting the device gave the "battery depleted" error message after providing five shocks to the patient. There were no error messages prior to the patient use event. The patient did not survive.